Manufacturer narrative:
This value is the average age of the patients in the ¿overnight monitored care¿ group reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients in the ¿overnight monitored care¿ group reported in the article as specific patients could not be identified. Date of event. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The patients¿ indication for use was not provided in the published literature. The leads of one of the systems involved in the reported events due to the fact that these events occurred before a main device was implanted, while the patients only had leads; other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Martin, n., valero, r., hurtado, p., gracia, I., fernandez, c., rumia, j., valldeoriola, f., carrero, e.j., tercero, f.j., deriva, n., fabregas, n. Experience with "fast track" postoperative care after deep brain stimulation surgery. Neurocirugia ((B)(6)). 1130;2016 mar 19. Doi:10.1016/j.neucir.2016.02.004 summary: a 24-h-stay in the post-anesthesia care unit (pacu) is a common postoperative procedure after deep brain stimulation surgery (dbs). We evaluated the impact of a fast-track (ft) postoperative care protocol. Reported events for overnight monitored care group: one (1) patient receiving a deep brain stimulation (dbs) system experienced complete atrioventricular blockade intraoperatively. The patient remained in an intensive care unit for 3 days after surgery. One (1) patient with a dbs system experienced left hemiparesis within the first 6 hours after implant that a CT scan confirmed was related to a right thalamus hematoma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.